Event description:
It was reported the patient presented with complaints of hiccups. Upon interrogation, it was observed the left ventricular lead was failing to capture. Fluoroscopy was completed to reveal the lead had dislodged. The lead was repositioned on (B)(6) 2022 without complication. The patient was stable.